Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4) will not power on with fully charged autopulse li-ion batteries. Also, the base of the autopulse platform is cracked. No patient involvement.

Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(6) will not power on with fully charged autopulse li-ion batteries" was not confirmed during functional testing. During testing, no device malfunction was found, and the autopulse platform functioned appropriately and as intended. During visual inspection, unrelated to the reported complaint, it was noted that the front enclosure has a crack in the front-end area, top cover has cracks in the bottom end corners and load plate cover was defected with a hole, likely due to mishandling such as a drop. The front enclosure, top cover and the load plate cover were replaced to address the observed physical damages. The data archive shows no discrepancy. The autopulse platform passed the preliminary functional test without any fault or error. The customer's batteries used during the event were not returned for investigation. Following service, the autopulse platform passed the final run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error.

Manufacturer narrative:
Verification in section h4: the autopulse platform correct manufactured date is 02/11/2019 not 02/13/2019. Correction in section h10: qa review summary. The reported complaint of "the autopulse platform (sn 34717) will not power on with fully charged autopulse li-ion batteries" was not confirmed during functional testing. During testing, no device malfunction was found, and the autopulse platform functioned appropriately and as intended. During visual inspection, it was noted that the front enclosure has a crack in the front-end area, top cover has cracks in the bottom end corners and load plate cover was defected with a hole, likely due to mishandling such as a drop. The customer reported of damaged autopulse platform was confirmed. The front enclosure, top cover and the load plate cover were replaced to address the observed physical damages. The data archive shows no discrepancy. The autopulse platform passed the preliminary functional test without any fault or error. Following service, the autopulse platform passed the final run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error.